Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 4.00x28mm promus element¿ stent was advanced to treat the lesion. However, the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 4.00x28mm promus element stent was advanced to treat the lesion. However, the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element mr ous 4.00 x 28mm stent delivery system was returned for analysis. The crimped stent was examined and damage was noted. The distal end of the stent was damaged and bunched in a proximal direction. The remainder of the stent was undamaged. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and there were no issues to note. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).